Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a davinci-assisted right hemicolectomy surgical procedure, while cleaning of the harmonic ace instruments jaws, with a moistened gauze (outside of the patient,) one of the jaws broke. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, serious incident or injury and with no delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that during the cleaning of the instrument, outside of the patient, with gauze, one of the jaws was broken. Only one jaw was broken, the other jaw was with the instrument. Customer sent both for check. There was no material detached/missing.